Event description:
Deltapaq cerecyte microcoil 5 mm x 15 cm (cdf10051530/(B)(4)) was properly deployed in the aneurysm. The coil marker had crossed the microcatheter's proximal marker and was unable to be detached. Tried to detach several times but the coil was still unable to be detached. Eventually, it was pulled back from the aneurysm to be withdrawn. After pulling a few centimeters the coil detached within the echelon 10 microcatheter. Most of the coil was in the aneurysm and a few centimeters in the microcatheter. A .014 microwire was used to push the coil back in the aneurysm. This was the second coil. The first coil (presidio- 7x30) was successfully detached. This is not a potential adverse event.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: .014 microwire (details unknown); echelon 10 microcatheter (details unknown); presidio coil 7x30 (details unknown).

Manufacturer narrative:
The deltapaq cerecyte microcoil 5 mm x 15 cm (cdf10051530/c13138) could not be detached in the aneurysm and then detached when withdrawing into the echelon microcatheter. The coil was able to be pushed back into the aneurysm. This was the second coil; the first coil (presidio 7x30) was successfully detached. The pre-deployment check was performed. The connecting cable and detachment control box were not implicated. They were used successfully with other coils after the event. The 5 mm x 15 cm deltapaq cerecyte coil was properly deployed in the aneurysm. The coil marker had crossed the microcatheter's proximal marker and was unable to be detached. Several attempts were made to detach the coil, but it was still unable to be detached. Eventually it was pulled back from the aneurysm to be withdrawn. After pulling a few centimeters the coil detached within the echelon 10 microcatheter. Most of the coil was in the aneurysm and a few centimeters in the microcatheter. A .014 microwire was used to push the coil back in the aneurysm. The connections were verified to be securely connected after the initial failure to detach. There was no attempt made to change the connecting cable or detachment control box. There was no resistance during insertion of the coils system. Extra manipulation was not required during advancement or positioning of the coil prior to the attempt to detach. It was initially reported that the device would be returned; however, with follow-up investigation it was reported that the coil was implanted with no return of the delivery system for analysis. Although a definitive conclusion cannot be made based on the report that the pre-deployment test was performed, it is possible that procedural factors/device manipulation may have contributed to the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and without the return of the device no root cause determination is possible. Therefore, no corrective actions will be taken at this time.